Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system during the prime a33 test at 4.0 pounds due to a faulty force sensor resistor. The insulin pump was also received with a scratched lcd window, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during priming and that insulin was spraying. The customer stated that she has a new pump in her cabinet and that she intended to use it until she receives the new one. During troubleshooting, the customer's blood glucose level was unknown and she did treat by giving herself a correction bolus. The customer stated that the insulin squirted out during the manual prime process. She stated that the drive support cap appeared to be normal and had not been pressed. The customer was advised that the possible cause of the compromised force sensor system occurred during seating the force sensor, which did not detect the reservoir. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The pump was returned and analysis was completed. Nothing further reported.